Event description:
During a cataract extraction procedure, this ophthalmic microsurgical system locked up and reset. Another system was used to complete the procedure. The biomed technician was able to get the unit to reset but was unable to get the unit to lock up.